Manufacturer narrative:
Of the reported three malfunctions, lot number was provided for one malfunction and the lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all three malfunctions. For two malfunctions, the investigation is confirmed for the reported difficult to remove and malposition of device and for one malfunction medical record review is identified for the reported difficult to remove and malposition of device. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced difficult to remove and malposition of device. These information's were received from a various sources. All three malfunctions involved patient with no patient consequences. All three male patients age ranged from 32-60 years. For all three malfunctions patients' weight was not provided.